Manufacturer narrative:
Additional information was added to d9, h3, h4, and h6. H11: two (2) devices were received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. Functional testing was performed for both returned sets, and the flow of liquid was confirmed through the sets until the y-connector. It was observed that there was an obstruction related to partial blockage within the tubing which caused an occlusion and led to no flow. The reported condition was verified. The cause of the reported condition was a manufacturing issue. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
E1: initial reporter phone no. (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was no fluid flow through two (2) syringe adapter sets. This issue was described as ¿set presents resistance and is not filled¿. This issue was observed prior to patient use. There was no patient involvement. No additional information is available.